Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067l rf (radio frequency) head. Product ID: 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis found the programmer functions as required when tested with a known good analyzer. Analysis also found the power cord bay has a bent tab.

Event description:
It was reported when starting the analyzer, an error occurred. The programmer lost communication with the analyzer. The programmer and analyzer were returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.